Event description:
The patient has an implanted hero. Dr (B)(6) reported patient has a fever and bacteremia dr (B)(6) is planning of removal of the graft. Hero graft removal was cancelled due to the patient having high potassium. It is unknown which component of the hero device, if any, attributed to the reported event; therefore, out of an abundance of caution both product codes were investigated. This medwatch represents hero 1002.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the field assurance notification form submitted by the company representative the patient had an implanted hero. The surgeon reported that the patient developed a fever and bacteremia. The surgeon planned on removal of the graft on (B)(6) 2015. The surgery was cancelled due to the patient having high potassium. Additional information was received on (B)(6) 2015. The case was rescheduled to (B)(6) 2015 and the hero was explanted by a second surgeon. No sample was able to be returned as it was sent for cultures. The patient's date of birth is (B)(6) 1946. Multiple attempts were made to gain additional information including culture results; however, they were unsuccessful. The manufacturing records for lots h14vc018 and h14av010 were reviewed, and it was confirmed that all records were controlled, available for review and met all specifications per the device master record. The IFU reports on the infection rates for patient's receiving a hero graft. Although it is much lower than patients using catheters or synthetic grafts, there is still a potential for a bacteremia episode with a hero graft. The IFU additionally discusses proper patient selection, prophylactic antibiotic usage and cannulation technique to potentially mitigate bacteremia episodes. No details are available related to the patients co-morbidities, date of hero implant, patient's risk of infection at the time of implant (or ongoing systemic infection), if there was a concurrently indwelling catheter, implant location(upper body vs groin/leg), if the hero is being cannulated, the date cannulation started, and if not, if dialysis was being performed via catheter. Information on any, or all of these items would enable a comprehensive evaluation of a correlation between the bacteremia and the hero graft. As this is not available, no conclusion can be drawn. Explant of the device in the presence of an ongoing infection is a clinically established treatment for arteriovenous (av) access devices. Without information additional information the relationship of the infection to the hero graft device and the patient cannot be determined. A root cause for this event is unknown. Infection is a known potential complication listed in the hero graft instructions for use (IFU). The hero graft IFU contraindicates use of the hero device in patients with known preexisting bacteremia. In addition, instructions for screening blood cultures to rule out asymptomatic bacteremia and recommended antibiotic therapy are also provided in the IFU. There is no indication that an error or deficiency occurred at cryolife and the IFU adequately communicates risk.

Event description:
The patient has an implanted hero. Dr (B)(6) reported patient has a fever and bacteremia dr (B)(6) is planning of removal of the graft. Hero graft removal was cancelled due to the patient having high potassium. It is unknown which component of the hero device, if any, attributed to the reported event; therefore, out of an abundance of caution both product codes were investigated. This medwatch represents hero 1002.